Event description:
It was reported that the data implant sheet showed the incorrect non-boston scientific atrial lead model. The device and leads remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).